Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what were the indications for surgery? Familial polyposis (fap). Did the patient receive any preoperative chemotherapy or radiation? No. What is the lot/batch number of the device used in the procedure? Unknown as the device was discarded after use and not charted. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired the device. It was the second time he used the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. What confirmation was received that the device completed the firing sequence? Heard the crunch and saw the green checkmark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full revolutions and then an additional half revolution. Was there any difficulty removing the device? Some difficulty disengaging from the staple line so it was opened an additional half turn. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. The staple line looked intact when endoscopy was done. There was an area at 3:00 of the staple line that looked like it incorporated the distal transaction staple line. How was the post-op bleeding identified? Blood in stool. How many days postoperative was the bleeding identified? Same day. What was the total estimated blood loss (ml)? Unknown. How was the bleeding addressed? Transfusion and then reoperation. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal and upon reoperation there was coagulated blood in the abdomen. What is the current patient status? Discharged (B)(6) 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that immediately post-op to the laparoscopic colon procedure that the patient has blood in her stool. She was closely observed and received a blood transfusion the following day. She was going to go home on post-op day 2, but developed a fever. After imaging, the patient was found to have free air. The patient was taken back to surgery for a lap diverting ileostomy. When the trocar was placed and they gained visualization, coagulated blood was found near the anastomosis site. There was no obvious bowel content in the abdomen, but there was free air. The diverting ileostomy was completed successfully, and the patient is now doing well. She will be scheduled for an ileostomy take down in 6-8 weeks. The distal transaction was done with two firings of an endo-gia with purple reloads. It was noted that there was some overlapping of staple lines. A hand-sewn purse string was placed in the terminal ileum the anastomosis was done with a cdh25p. The stapler trocar came through the anterior side of the distal staple line. And was attached to the anvil and fired with no issues. After the stapler was fired, it was noted that some mucosa was everted at the site of the crossing double staple line. The anastomotic rings were robust and fully intact. The surgeon performed a colonoscopy for the leak test. The anastomosis looked complete and there were no bubbles in the abdomen during the test. The surgeon chose to not do a diverting ileostomy as the rings and test were good.